Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 2 years 7 months post implant of 3dmax mesh, patient was diagnosed with abdominal and testicular pain, nerve damage, obstruction, inflammation, scar tissue thereby underwent repair with mesh explant. The instructions-for-use supplied with the device list inflammation as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Per medical records: on (B)(6) 2010 - patient was diagnosed with recurrent right direct inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh and excision of meshoma. On (B)(6) 2012 - patient had mass and scar tissue which were removed from abdomen. On (B)(6) 2012 - patient was diagnosed with right lower abdominal pain bilateral testicular pain, prostatitis and benign prostatic hypertrophy with obstruction thereby underwent repair bilateral inguinal exploration with excision of inguinal masses, excision of left ilioinguinal nerve. Per operative notes, ¿the mass of inflammatory scar tissue was dissected. The second mass was more lateral and adjacent to the ilioinguinal nerve and cord structures, but also involved what appeared to be mesh. This solid mass was excised completely and involved a corner of one of the previously positioned mesh.¿ on (B)(6) 2012 to (B)(6) 2013 - patient visited hospital for bilateral testicular burning as well as pain in the prostatic and penile urethra and underwent bilateral periprosthetic nerve block. Attorney alleges that the patient had adhesions, bowel obstruction, hernia recurrence, infection, loss of testicle, mesh migration, nerve damage, pain & suffering.

Event description:
Per medical records: on (B)(6) 2010 - patient was diagnosed with recurrent right direct inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh and excision of meshoma. On (B)(6) 2012 - patient had mass and scar tissue which were removed from abdomen. On (B)(6) 2012 - patient was diagnosed with right lower abdominal pain bilateral testicular pain, prostatitis and benign prostatic hypertrophy with obstruction thereby underwent repair bilateral inguinal exploration with excision of inguinal masses, excision of left ilioinguinal nerve. Per operative notes, ¿the mass of inflammatory scar tissue was dissected. The second mass was more lateral and adjacent to the ilioinguinal nerve and cord structures, but also involved what appeared to be mesh. This solid mass was excised completely and involved a corner of one of the previously positioned mesh.¿ on (B)(6) 2012 to (B)(6) 2013 - patient visited hospital for bilateral testicular burning as well as pain in the prostatic and penile urethra and underwent bilateral periprosthetic nerve block. Attorney alleges that the patient had adhesions, bowel obstruction, hernia recurrence, infection, loss of testicle, mesh migration, nerve damage, pain & suffering.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 2 years 7 months post implant of 3dmax mesh, patient was diagnosed with abdominal and testicular pain, nerve damage, obstruction, inflammation, scar tissue thereby underwent repair with mesh explant. The instructions-for-use supplied with the device list inflammation as a possible complication. Addendum: this supplemental emdr is being submitted to update the explant date and DHR results. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: b4, d.6b (date of explant), g3, g6, h2, h4 (manufacturing date), h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.